Manufacturer narrative:
Concomitant medical products: 4193, lead; 5076, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited one beat of possible t-wave oversensing (twos) on a stored electrogram (egm). It was also noted that the left ventricular (lv) lead triggered a low pacing impedance warning. The rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.